Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). Intra-operative customer returned handle and tunneller separately. Both devices were used in the surgical procedure. This device product # fc005r_jenkner tunneler w/coni-tip 500x12mm is associated with medwatch # 2916714-2015-00937_ product fc030_jenkner tunneler handle. During a vascular case customer was using the aesculap tunneller. According to the customer the item was checked by the scrub nurse and surgeon before use. However during the procedure the olive tip became detached inside the patient which necessitated a minor incision to retrieve same. This caused a 10 minute delay in the procedure. Clinical nurse manager give response regarding additional incision superficial skin incision to retrieve the olive tip and no further information forthcoming.